Manufacturer narrative:
Adverse event or product problem: corrected data.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow alarms as well as a driveline disconnect alarm. The submitted controller event log file contained approximately 1.5 hours of data from 17apr2019. Transient low flow fault flags were captured throughout the file when the estimated flow dropped below the threshold of 2.5 lpm. These faults resulted in 27 low flow hazard alarms, lasting between 1 and 180 seconds, each. The submitted controller periodic log file contained data from 03apr2019 through 17apr2019. One pump stop associated with a driveline disconnect alarm was captured on 06apr2019 at 3:54:45 pm. This event had corresponding low flow hazard, lvad off and controller internal fault alarms. A specific cause for the observed alarms could not be conclusively determined through this evaluation. Despite the events, the pump appeared to function as intended the account reported that per tech services recommendation, the patient¿s system controller and modular cable were exchanged on 17apr2019, which the patient tolerated without incident. Since the exchange, the driveline power fault alarms resolved. The reported event of driveline power fault alarms was confirmed. The system controller (serial #: (B)(6) returned for analysis and a log file was submitted for review as well as downloaded from the returned controller. The submitted and downloaded log files contained overlapping events spanning approximately 1 day (17apr19 per time stamp). Driveline power fault alarms were active and coincident with pwr b broken and ocp_b_open faults on 17apr19 between 17:07:38 ¿ 17:43:58. The driveline was disconnected from the system at 17:42:45 and a controller internal fault alarm activated and remained active while the driveline was disconnected for the remainder of the log file. The system controller underwent preliminary and functional testing and driveline power fault alarm was active due to a fuse b fail. A burn mark was found in the bulkhead connector of the system controller and fuse b was found to be open. The alarms seen within the log file along with the observed burn mark, and blown fuse, is indicative of an incorrect connection of the driveline into the controller (180° insertion). The open fuse was removed from the controller¿s pcb and replaced with a functional fuse b; resolving the driveline power fault alarm. With the driveline power fault alarm resolved, the controller was able to charge and operate as intended. The controller was able to support pump function for extended operation. Pump operation was not affected. The root cause for the driveline power fault alarms and the observed burn mark and open fuse was conclusively determined to be due to an incorrect connection of the driveline into the controller (180° insertion). The low flow alarms were determined to be caused by the patient not taking any medications for hypertension. The patient remains ongoing on the pump, and no further events have been reported at this time. The heartmate 3 lvas IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The hm3 IFU also states that if the driveline from the system controller, the pump stops. If this occurs, the driveline should be reconnected to the system controller promptly to resume pump operation. The hm3 lvas IFU and patient handbook address all alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient's log file review noted a driveline disconnect on (B)(6) 2019. The patient does not specifically recall driveline disconnect on this date. The patient will continue to be monitored as an outpatient and reports no alarms since discharged from the emergency department on (B)(6) 2019.